Event description:
It was reported that the user contacted support after performing a factory reset and asked when to announce meals, noting prior use of meal announcements to correct high blood glucose; guidance was provided to announce 15 minutes before eating or up to 30 minutes after starting a meal, and not an hour before, with referral to the guidebook. Symptoms included hyperglycemia with a reported blood glucose of 201 mg/dl. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included user counseling on correct meal announcement timing and device use. Investigation of this case revealed no device malfunction or alarm behavior and suggested user technique contributed to the hyperglycemia event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.